Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted global technical service (gts) regarding an alarm during use while the home patient (hp) was not connected. The hp stated they setup again and the machine primed and they got another system error 2240 (air in tubing). The patient was connected either at the time of the alarm or observed air. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was no serious injury or medical intervention reported.